Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 45mg/dl to 55mg/dl which was treated with juice and apple sauce. Customer stated that insulin pump alarmed for multiple pump errors. Customer was able to complete insulin pump rewind. Customer performed self test and passed the test. Customer¿s current blood glucose was 58 mg/dl. Customer states that insulin pump alarmed for insulin flow blocked. Customer completed high pressure test and passed. Customer experienced high blood glucose of 300mg/dl. They treated with food and it went down to 291mg/dl. Customer performed displacement test and passed the test. Customer found blood on cannula and had a contusion on skin, there was bruising and bleeding underneath skin. Insulin pump will not be returned for analysis.